Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a side unspecified capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
As the reported capsular contracture has been confirmed as baker grade I, it is no longer considered MDR reportable. Reason for reoperation: "small amount of fluid around the implant".

Event description:
Affected side is right. The capsular contracture has been confirmed as baker grade I. Additionally reported was "radial folds, compatible with folds, inside the implants. Small amount of fluid around the implants. Rare sparse cysts in both breasts, measuring up to 0.7cm" confirmed via MRI.